Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21791. It was reported the patient ((B)(6)) experienced a fall, and since the incident, the patient feels overstimulation from the left lead. Diagnostics indicated no anomalies. The perception from the right lead has also decreased. Additionally, the location of perception from the left lead appears to have changed. Reprogramming was ineffective in addressing the issue. X-rays will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.